Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, with the fill estimate being static at 105 despite ongoing insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on the possible cause, which was related to a variance in measured pressures affecting the calculation. After cleaning the cartridge area and addressing the air bubbles, the customer reloaded a new cartridge, resulting in a fill estimate of over 240. The customer was satisfied with this resolution and planned to call back if the issue recurred.